Event description:
It was reported that the cassette is leaking. No patient injury was reported.

Manufacturer narrative:
Other text: h4: device manufacture date could not be completed due to lack of information regarding lot or serial number. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed.